Manufacturer narrative:
A visual examination of the suspect device could not be performed as the complainant indicated that the device was disposed. A review of the device history record (DHR) was performed; no anomalies were noted. Based on the details of the complaint, is it probable that anatomical or procedural factors encountered during the procedure resulted in the clip breaking; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution hemostasis clipping device was used to treat a post-polypectomy bleed in the colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the colonoscopy procedure, the physician attempted to deploy a resolution clip onto the target tissue to resolve a subsequent bleed; however, the clip broke at the joint. The device was retrieved from the patient and the bleed was successfully resolved with another manufacturer's cautery unit. There were no patient complications as a result of this event and the patient was reported to be fine at the conclusion of the procedure.